Event description:
Customer reported that the insulin pump went into threshold suspend with a blood glucose level of 59 mg/dl and a sensor glucose level of 109 mg/dl. Most recent blood glucose level was 84 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.